Manufacturer narrative:
Device not yet received.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be disassembled. No clinically significant delay, no medical intervention, no patient impact and no adverse consequences were reported with this event.

Manufacturer narrative:
During service at the manufacturer, the technician was able to confirm the reported disassembly symptom, which was found to be attributable to the a damaged solder fillet.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be disassembled. No clinically significant delay, no medical intervention, no patient impact and no adverse consequences were reported with this event.